Manufacturer narrative:
Na.

Event description:
A us distributor contacted zoll to report that the patient developed an open wound from the ucor hfams patch. The patient described the area as red, raised, and bleeding with stinging and broken skin around most of the patch under the adhesive. There was no alleged device malfunction contributing to the wound. The patient reported reaching out to physician, but there is no indication of medical intervention. The outcome of the wound is unknown.